Event description:
On 05/20/1998 following a catheterization procedure, an angio-seal device was placed in a pt's right groin. The pt reportedly developed symptoms of pain and numbness in her procedure leg shortly after being discharged home following this rpocedure. The pt presented to her physician sometime in the first week of june, and an ultrasound was performed. The results reportedly identified reduced flow and an obstruction in the artery. The pt was started on coumadin in an attempt to resolve the obstruction. Surgery was scheduled, and post-poned by the pt for a two-week period. On 06/18/1998 the pt was taken to surgery where the device anchor and collagen were identified within the vessel. The device was removed, at which time the artery was noted to be inflamed. The physician attributes this inflammation to the 3-4 week period of occlusion without treatment. As of 07/07/1998 there has been no report to the MFR of further complication or pt sequelae.